Manufacturer narrative:
In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the following: due to wear of angle wire the bending angle in down direction did not meet the standard value, adhesive on the bending section cover was detached, switch one was damaged, grip had a crack, suction cylinder was deformed, due to damage on ultrasonic probe the displayed ultrasound image was defective with missing elements, and due to peeling of acoustic lens the displayed ultrasound image was defective . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the ultrasound image of the ultrasound gastrovideoscope had a dark section. The issue occurred when preparing the device for use. There was no report of patient harm, injury, or procedural delay. During device evaluation at olympus, it was found there was a gap between the acoustic lens and the ultrasound probe, and the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe and acoustic lens peeling issues could not be determined, however, the issues were likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which state: caution ¿ do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.